Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that the implantable cardioverter defibrillator (ICD) may have delivered a shock for atrial fibrillation (af) with rapid ventricular response (rvr). The device remains in use and no further patient complications have been reported as a result of this event.